Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being file as a MDR since the patient reported symptoms or physiological condition related to an allergic reaction.

Event description:
The patient initally reported the following: "the patient said she has nch which is where her body reacts to certain things. She said the provider put adhesive on her teeth and she was never told that, she said she reacts to adhesive and the day they put the bonder in is when she went to the ER due to fever. Also mentioned she got canker sores where they bonded. She went to her provider after the ER and they said the next option would be to pull the tooth that was bonded" . The patient provided the following additional information: "significant allergic reaction to the aligners which triggered complications with patinnt's underlying medical condition, mcas (mast cell activation syndrome). Also experienced prolonged symptoms, including oral itchiness and small canker sores on her gums directly above the treated teeth, which took over a month to fully resolve."